Event description:
A customer reported a pixel issue with the pump display, which impacted the ability to read the pump screen. The pump issue did not result in blood glucose levels reaching above 500 mg/dl or below 54 mg/dl. Technical support decided to replace the pump, and the customer continued using the current pump for insulin delivery.